Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 572 mg/dl at the time of incident. The customer also reported that they performed the high pressure test and test result was failed. The customer was treated with syringe. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. The customer stated that the auto mode feature was active. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. However, pump error 54 and pump error 3 alarm found in the insulin pump history due to software error. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.